Event description:
It was reported that after the iab was inserted in use for 6 hours, when the physician repositioned it. When he withdrew the iab slightly, he noticed blood in the helium tubing. The iab was removed and a replacement was not indicated. There were no patient complications.